Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up remotely via merlin.net. It was noted that the implantable cardiac defibrillator was post paced t wave oversensing. The patient did not receive therapy during the oversensing. Reprogramming changes were made. The patient was asymptomatic and stable.